Event description:
At implant, physician could not get the lead to come out with the needle. The physician removed the needle and still could not get the lead to come out. With increased force, it came out, but the lead fractured and frayed, leaving the distal portion in the pt's intrathecal space. No further info is available on the pt as to outcome after the event.